Event description:
It was reported that a flow coupler anastomotic coupler device was implanted and that a blood flow signal was received intraoperatively. The signal reduced overnight but would come back to an extent if pressure was applied in the area of the anastomosis. The signal was lost that night, however, the flap was "ok." The anastomotic coupler portion of the flow coupler remains implanted. It is not clear whether there was blood flow to the flap after the signal was lost. The pt suffered a stroke in the peri-operative period and has been unwell but improving.

Manufacturer narrative:
The flow coupler device involved in the incident was not returned for eval, and therefore functional testing could not be performed. A review of the device history record was not possible since the lot number was unavailable.